Manufacturer narrative:
Tech found a dried fluid on the right u.c.m. Board and a flat spot on the u.c.m. Cable. Tech replaced the right u.c.m. Cable and the right u.c.m. This repaired the problem.

Event description:
Tech found no bed functions are working on the right siderail. The service required light is on with error codes.